Event description:
It was found during an inspection of the chair that one of the transport wheels had detached from the chair. There was no report of patient involvement or adverse event associated with the reported issue. The issue was confirmed via conversation with technical support and replacement parts were provided for the repair. The customer confirmed the repair was completed and the chair was returned to service.